Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that read, write & invalid cubie error. The field service engineer identified one half height cubie pocket that could not be recovered due to an invalid memory error. The error was cleared using hardware test application, and the pocket was ejected. An hardware test application test was then run on the entire half height drawer, and all tests passed successfully.the system functioned as intended after the field service engineer (fse) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had read, write and cubie error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.